Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device is displaying error code 1122 ¿blower temp high." It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was identified that the blower temperature was showing 127, but the blower was not running. The rse then advised the customer to replace the pcba, motor controller, v60 - 3rd gen and provided parts ID for the replacement to resolve the reported problem. Investigation is ongoing

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.